Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, g3, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise, the light guide adaptor is discolored, the gold ring is discolored, and the rigid tube was dented. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise caused by a component failure of the charge coupled device, the light guide adaptor is discolored caused by a component failure of the light guide adaptor, the gold ring is discolored caused by a component failure of the gold ring, and the rigid tube was dented caused by a component failure of the rigid tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had a leak at reprocessing. There were no reports of patient involvement.